Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgical technologist reported that an ophthalmic surgeon observed a fiber exiting the viscoelastic into a patient's eye during a cataract removal procedure. The fiber was removed from the eye during the same procedure and no harm to the patient was reported. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
A complaint sample (one container containing fluid) was received. A visual inspection was performed and no particles could be observed. Additionally our lab performed testing on the returned sample and all results are conform to the specifications for the tested parameters. All batches are released according to the required specifications; all testing results were within specification for this batch (100% visual inspection process of all filled syringes is performed to remove syringes with large particles). A conclusive root cause could not be determined. (B)(4).